Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, loss of capture was exhibited with both system leads. No resulting adverse patient effects and the leads were successfully replaced however, discarded. The physician commented that high pacing thresholds were observed at implant with the right ventricular lead of this system.